Event description:
It was reported that it was noticed during set up for a procedure that the burs could not be inserted into the drill. It was further reported that the tip of a bur was broken inside of the drill. There was no patient involvement and no adverse consequences associated with the event.